Event description:
In 04/2002 the end user called medtronic minimed, USA and reported being hosptialized with high bgs. User checked into hospital on the morning of the event. On 06/2002 maersk medical a/s received the complaint and 1 used infuson set.